Event description:
On an unreported date, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd).on an unknown date, a break in aseptic technique occurred, described as the "area not clean before starting peritoneal dialysis." On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), ceftazidime (1gm, loading dose, ip), ceftazidime (250mg, continuing, ip), amikacin (100mg, daily, ip) and heparin (2000 units, continuing, ip). Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of of break in aseptic technique was unknown. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.